Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends.

Event description:
It was reported that while in the cath lab the medical doctor inserted an intra-aortic balloon (iab) via the right femoral. Immediately, after insertion of the catheter the customer reported high pressure alarms, issued by the pump. The causes for a high pressure alarm were trouble-shoot and no kinks were found, the catheter was inserted via a sheath, the balloon membrane initially opened and the tip was confirmed to be in the correct location, i.e. Not in the sheath, nor in the aortic wall. The doctor reported he pulled back on the catheter slightly and then blood was visible in the gas drive line tubing, immediately ceased counter-pulsation and performed an over the wire catheter exchange with no complications. Intra-aortic balloon pump (iabp) therapy resumed and the catheter was kept for examination. They were not aware of any difficulties during the insertion process, nor were they aware of balloon fit in the aorta. They did not report that the patient had a calcified aorta. The blood in the gas drive line tubing did not reach the (intra-aortic balloon pump (iabp) pump console. There was no reported patient death, injury or complications. There was no delay/interruption in therapy. Medical/surgical intervention was not required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab the medical doctor inserted an intra-aortic balloon (iab) via the right femoral. Immediately, after insertion of the catheter the customer reported high pressure alarms, issued by the pump. The causes for a high pressure alarm were trouble-shoot and no kinks were found, the catheter was inserted via a sheath, the balloon membrane initially opened and the tip was confirmed to be in the correct location, i.e. Not in the sheath, nor in the aortic wall. The doctor reported he pulled back on the catheter slightly and then blood was visible in the gas drive line tubing, immediately ceased counter-pulsation and performed an over the wire catheter exchange with no complications. Intra-aortic balloon pump (iabp) therapy resumed and the catheter was kept for examination. They were not aware of any difficulties during the insertion process, nor were they aware of balloon fit in the aorta. They did not report that the patient had a calcified aorta. The blood in the gas drive line tubing did not reach the (intra-aortic balloon pump (iabp) pump console. There was no reported patient death, injury or complications. There was no delay/interruption in therapy. Medical/surgical intervention was not required.